Event description:
Customer states that while trying to remove a foreign object from patient's throat they advanced the overtube forward without repositioning the device and caused a perforation to patient's esophagus. The patient was taken to surgery and reportedly doing fine.

Manufacturer narrative:
Further investigation determined that the customer was not using the device in accordance with the instructions for use. An in-service to retrain the customer on proper procedures will be conducted.